Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 13 months, oversensing with in appropriate shocks was reported. No deterioration of the pt's state of health was reported. The lead and the ICD were explanted.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was bol; 15 charge processes had been documented. The connection system of the defibrillator was checked mechanically. It turned out that the header screw belonging to the ring electrode was not completely retracted in the returned state. A lead inserted in a test could not be inserted completely. The header screw was then extended completely. Following this, the screws of the shock and pacing outputs were ok. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the (B)(4) standards. There was no material or manufacturing error. The memory content of the ICD was checked, confirming the oversensing that had been described in the clinical complaint. Interference in the ventricular channel was visible in the available iegms. The signal sensing of the ICD was then checked and proved to be free of noise. The ICD sensed supplied signals free of interference. Furthermore, an rv impedance of "<200 ohm" was measured by the ICD on (B)(6) 2012. This indicates a short-circuit between the tip and ring electrode. The impedance measurement functions of the ICD were therefore tested, and they showed no anomalies that could be related to the clinical observation. The device functioned in conformance with specifications. The ICD's ability to provide therapy was checked. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. In summary, during the analysis of the ICD, it was noted that, in the returned state, the header screw of the rv ring electrode was not completely extended, which with high probability prevented the complete insertion of the is-1 connector of the new replacement lead. Overall, the ICD was ok and within specifications both in regard to the connection system and the electronics. No indications of material defects or manufacturing errors were found for either the lead or the ICD.